Event description:
The end user states that they want to buy new casters for her chair. The end user has no further information to provide.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.